Event description:
Shame on you for approving coolsculpt without requiring that they warn about pah (paradoxical adipose hyperplasia). Based on the FDA (food and drug administration) approval of coolsculpt I thought coolsculpting was safe and effective. I now have a horrible case of pah from coolsculpting. It is not as rare as it is purported to be. The FDA should suspend approval of the device. Ask the thousands of us who have had our bodies irreparably damaged from coolsculpt. Pah is not rare, that is so much marketing (profanity). There was absolutely no warning of pah when I paid $(B)(6)for coolsculpt that will now require another (B)(6) to correct the pah. Zeltiq knew about pah at least 3 years before I was treated yet there was no warning, and when they did warn it was only to the facilities providing the service who had a natural conflict of interest in warning future customers. The FDA needs to remove approval of these machines. They are causing very real irreversible harm. Don't add to the carnage by purporting coolsculpt as safe, it is not. I have been severely disfigured for 8 years. The effects are permanent without serious surgical intervention. I feel the need to lobby my representatives to raise awareness of this problem which is not just a cosmetic issue. In the case of pah, coolsculpt seems to send fat cells into a type of protective overdrive which makes treated areas essentially blow up with more fat. The FDA is complicit in that your approval suggests coolsculpt is safe. It is causing a lot of harm to a lot of people. Very real harm. Zeltiq/abbvie/allergan.